Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspect the system onsite and confirmed that the system was getting a dark screen on boot up. During troubleshooting, fse replaced the host pc and hard drive. After that the system was returned to use in good working order. The defective part was returned for analysis and investigation concluded that the cause of the host pc failing was low voltage of cmos battery. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the system failed to boot up pass the bios screen. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the host-pc and hard drive. The device was returned to expected functionality.